Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received two leads with the same lot number. It was reported surgical intervention was undertaken on (B)(6) 2014 due to lead migration. The pt had a series of coughing on (B)(6) 2014 with a noticeable stimulation change the next day. The original leads were placed at t8. X-rays were taken and showed the leads moved several levels up t5 and t3. The implanted pain pattern was back and bilateral legs. The lead was repositioned on (B)(6) 2014 to the appropriate location. Postoperative stimulation was achieved.